Event description:
It was reported that during a coronary artery stenting treatment procedure, a stent dislodgement occurred. The lesion being treated was located in the diagonal artery. The physician advanced the 2.25x12mm taxus liberte atom stent to the lesion site. The physician stated that 'something did not feel right'. He removed the stent delivery system and noticed that the stent had came off of the balloon, but the stent "was still intact". The balloon was never inflated and they did not cross through any previously placed stents. The physician completed the procedure with a 2.25x24 taxus liberte stent. There was no patient injury and the patient condition is fine.

Manufacturer narrative:
Device evaluated by manufacturer:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)